Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Dates of death, event, and implant: estimated date. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported through a research article identifying xience and other non-abbott stents that may be related to death. Specific patient information is documented as unknown. Details are listed in the attached article, titled "clinical outcomes of coronary artery bifurcation disease patients underwent culotte two-stent technique: a single center experience".